Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician installed new batteries to continue treating the patient and the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.